Manufacturer narrative:
B5: upon follow up, it was reported the patient experienced peritonitis which was manifested by abdominal pain, vomiting and fever. On the same day as the event onset, the patient was hospitalized and was treated with ceftriaxone (1gm per day, for 20 days, route was not reported) for the event. Five days after the event onset, the patient was recovered from the event and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patients experienced peritonitis on an unreported date in (B)(6) 2021. Phone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (3) peritoneal dialysis (pd) patients experienced peritonitis. The cause was unknown. Treatment for the events was not reported. The patients were hospitalized for the event. At the time of this report, one of the patients was recovered and was discharged from the hospital. The outcome of two of the reported patients was not reported. Action taken with pd therapy was not reported. No additional information is available.